Event description:
Procedure: resection of desmoid tumor. According to the reporter: the original procedure was performed in 2008. The pt immediately started itching at the epidermal site and then it progressed over areas of her body. The following month, the pt had giant hives and was seen in the ER.